Event description:
It was reported that the patients implant that was covering the top of t4 was having programming issues. The patient was then reprogrammed. It was also stated that the patients device was turning off and was nearing its end of life. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.